Manufacturer narrative:
A siemens instructor was at the company site conducting new user training. Film from a cartridge fell off the cuvette wheel and into the thermal chamber during this demonstration. The associate powered the system down and put his left hand into the thermal chamber to dislodge the film. His hand hit something sharp at the top of the thermal chamber causing a laceration on the left hand middle knuckle. The instructor was not wearing personal protective equipment at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A siemens associate was injured while conducting new user training on how to replace the cuvette film cartridge on the dimension exl with lm system. The employee went to employee health services and was subsequently sent to a local urgent care facility for treatment. The associate had a follow-up visit with a physician 9 days following the event and was allowed to return to work.